Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 5, 2020. The investigation of the returned device was completed by the failure analysis lab on march 23, 2020. Device evaluation summary: according to the information received, the patient experienced a deflation of the breast implant. A manufacturing record evaluation was performed for the finished device number 5687596, and no non-conformances were identified. During visual evaluation of the device, a crease was noted on the posterior view. In addition, a tear measuring approximately 0.3 cm was found within the crease, causing a deflation. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, the left prosthesis was replaced with a 400cc mentor memorygel breast implant and the right prosthesis was replaced with a 425cc mentor memorygel breast implant.